Event description:
It was reported that this left ventricular (lv) lead was explanted due to a dislodgement. The lead was successfully explanted and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to a dislodgement. The lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
B5 corrected. H6 impact codes updated.